Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient needed to have an MRI and wanted to know how to turn stim off. Patient said they got a message before that said their internal battery was low, but they were still able to connect to their ins. Patient said they have been able to feel stimulation/pulsing and said "a little more erratically than I'm used to, but that is not problematic." When asked, patient said "this summer or this month and two weeks ago" they were sitting in their car and they would get a sensation in their left side like the sensation you feel when your phone is buzzing/ringing. Patient said it was vibrating through the seatbelt. Then patient said in the evening today, they were able to connect to their ins later after speaking with patient services (ps) (agent called patient back on 10/4/2023 for more information on sensation comment) and decrease stim a bit. But patient said now they are getting the eos message again. Ps reviewed that as long as the stimulator was not depleted, they could still turn it off for an MRI. When patient connected to their ins on the call, patient saw eos on the screen for the first time. Reviewed eos, eos in regards to MRI and redirected patient to their healthcare provider (hcp) to discuss imaging options. Patient said they no longer have a managing ins hcp because their hcp retired, and they would like to know about hcps who could potentially remove their ins. Emailed patient physician listings.